Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize ECG signal) was confirmed. As received, the monitor was unable to obtain a baseline ECG, as the monitor was unable to properly produce a driven ground signal. The cause for the failure was isolated to oxidation on inter-pca connector j1002. The oxidation build-up on the tin connectors increased the resistance, causing the failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor was unable to recognize an ECG signal.